Manufacturer narrative:
Sorin group (B)(4) manufactures the s5 mast roller pump. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that the s5 mast roller pump displayed an error message. The error code appeared while the unit was in storage, so there was no patient involvement. A sorin group field service representative was dispatched to the facility to investigate. The service representative confirmed the issue and replaced the motor control and motor endstage boards. A serial readout was performed and photos of the replaced boards were taken and sent to sorin group (B)(4) for evaluation. Analysis of the returned photos and serial readout traced the problem to penetration of liquid into the pump, which led to oxidation which on one of the boards. The board replacement was performed according to (B)(4) (use of grease at openings to prevent fluid penetration), which resolved the issue. The pump was tested and no further issues were found. The unit was returned to service. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. As corrective action, CAPA (B)(4) has been implemented.

Event description:
Sorin group (B)(4) received a report that the s5 mast roller pump displayed an error message. The error code appeared while the unit was in storage, so there was no patient involvement.